Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable.